Manufacturer narrative:
It was reported that the device will be returned for investigation. To date the device has not been received. A f/u report will be provided once the device investigation and lot history review are complete.

Event description:
The pt underwent an arthroscopic subacromial decompression using a super turbovac 90 with integrated cable arthrocare wand. Reportedly the arthrowand melted in the surgical site. The fragments were left in the surgical site and there is no plan to re-operate to remove the pieces. No pt injury or adverse effect to the pt was reported.